Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip was failed to advance out of the sheath. The procedure was completed with another of the same device without any patient complications. Patient is "fine".